Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being in the hospital several times but does not have any information relative to the incidents. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting indicated that they could assist with troubleshooting the pump for the high blood glucose but customer could not recall any information. No further details given.